Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and found that luer cap used by customer was leaking. The stm performed and passed safety disk leak test with known good luer cap. Subsequently completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the initial reporter was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that prior to use, during routine check, the safety disk leak test failed in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, during routine check, the safety disk leak test failed in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.